Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "no phaco" (device operates differently than expected). A nurse reported receiving no phacoemulsification. The system was switched out. Multiple attempts have been made to retrieve additional information but none has been received to date.